Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the no disposable, clamp tubing alarm occurred. Per reporter, the patient had already clamped the tubing, turned the pump off, removed the cassette, massaged the tubing, and tapped the cassette on a hard surface. Per reporter, troubleshooting was unsuccessful. The rate was 2.2 ml, residual volume was 12.3 ml, and 86.4 ml had been delivered. No patient harm/adverse event was reported.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.